Event description:
Healthcare professional reported "firm" and ¿implant removal from textured to smooth due to the concerns of the product¿ and later reported "old needed exchange" and "exchange", "had a double capsule" and capsular contracture, baker grade iii. This record is for the left-side. Device has been explanted, replaced, and will not be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability, anxiety-product/procedure, double capsule, capsular contracture baker grade iii.